Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door continued to fail. The customer stated that the malfunction caused a delay to the patient care. The customer reported that the user was able to remove the med from another station there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 1 and 2 were intermittently failing. A field service engineer replaced tower door latches 1 and 2, used diagnostics to troubleshoot the tower doors, and rebooted the device to the es application. The customer successfully recovered all tower doors and inventoried them without issues. The system functioned as intended after the field service engineer repaired the device.